Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's infusion set is leaking insulin. He stated it started leaking at the headset during the second day of use. No physiological effects were reported. The pt did not require assistance from a health professional or second party to address the issue. The infusion set was requested to be returned for evaluation.